Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. No display anomaly was noted. No traces of moisture were found at the electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The customer stated that the up and down arrows stopped responding. The customer's blood glucose level was 72 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.